Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced a hypoglycemic event that required medical intervention. Pt was on her way to the grocery store and had removed her insulin pump. Her last recollection was that the dexcom device was reading 89 mg/dl. According to the paramedics, a police officer had stopped to check on the pt because she was non-responsive at a stop light. The police officer attempted to question the pt, found her incoherent, and called the paramedics. Pt's blood glucose taken by the paramedics at the scene was 20 mg/dl. Pt was transported to the emergency room, where she was given soda and peanut butter, and then sent home. Pt continued to wear the sensor, which worked fine. Pt reported she was fine at the time of her call to dexcom technical support.